Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Delivery anatomy- the root cause of the delivery issue - anatomy was most likely due to patient condition due to patient's small artery size.

Event description:
The user facility reported a 75-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that the impella 5.5 was unable to pass through the right subclavian artery. The physician tried rotating the arm, a buddy wire and a contrast injection of the artery confirmed a very small artery. The procedure was aborted.